Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The reported information indicated that the distal markings on the guiding sheath were in wrong location. The patient received an extra injection of contrast as a result, according to the initial reporter there were no other adverse effects to the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.